Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited fluctuations in pacing impedance measurements and measurements greater than 3000 ohms on the right ventricular channel. Additionally, elevated threshold measurements were observed. A boston scientific technical services consultant discussed the potential root causes for the clinical observations. The physician suspects an issue with the right ventricular setscrew. No adverse patient effects were reported.